Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited high impedance and had fractured. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was removed due to medical judgment. The lead was returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.